Manufacturer narrative:
The reported event was confirmed cause unknown. Two photos were received for evaluation. The first one shows an overview of one three-way all-silicone temp sensing foley catheter and syringe with a red arrow pointing at the deflated balloon, the second photo zooms into the catheter balloon and tip with a red arrow pointing at the same spot. It was also received 1 all-silicone temp sensing foley catheter with sample port connector. It was attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it was evidenced a pinhole in the balloon (0.012"). This does not meet specification which sates "pinholes are not permitted" and which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe¿. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter 3. Malfunction and adverse events 1) malfunction catheter kinking, damage, rupture difficulty or failure to remove the device occlusion of catheter inner lumens encrustation accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use failure to measure temperature improper temperature indication 2) adverse events urinary-tract infection hemorrhage, hematuria allergy reaction to the device calculus formation edema pain discomfort injury of bladder or urethral urethritis, urinary incontinence retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." Correction: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterilized water leaked from the cuff of the foley catheter, but no equipment was touched, which the hospital said was an obvious problem caused by the manufacturing process.

Event description:
It was reported that during the pre-test, sterilized water leaked from the cuff of the foley catheter, but no equipment was touched, which the hospital said was an obvious problem caused by the manufacturing process.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.